Manufacturer narrative:
E. Provided address longer than allowable: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte-n autoguard winged shears at the tip. The following information was provided by the initial reporter: catheter shearing at the tip.

Manufacturer narrative:
Investigation results no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381511 and lot number 3055706. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.